Event description:
It was reported that during the procedure for treatment of the non-tortuous obtuse marginal artery, pre-dilatation was not performed and an attempt was made to deliver a 2.25x15 rx xience xpedition stent delivery system (sds). Resistance was felt due to heavy calcification. Extreme force was applied to the sds and the proximal shaft separated outside of the anatomy. The sds was simply withdrawn from the anatomy and replaced with a non-abbott sds which was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.